Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump's water flow indicator did not light up and the power switch lamp did not light up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, additional information, and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the event was caused by a component failure of the control panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found before performing a therapeutic endoscopic submucosal dissection procedure that was completed with a similar device.